Event description:
It has been confirmed the cause of death was metastatic lung cancer.

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid rca. It is reported that approximately 9 month s post the index procedure the patient was diagnosed with cancer, the patient was discontinued on dapt. Approximately 10 months post the index procedure, the patient expired. It appears that the death was cancer related but this not confirmed.

Manufacturer narrative:
Evaluation results - inherent risk of procedure (death). (B)(4).